Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended.

Event description:
Customer reported a collimator iris error was displayed. No pt injury was reported.